Event description:
The customer alleged that three employees experienced human reactions from the oil mist/haze coming from the sterrad nx. Asp customer care advised them to turn off both units. The first of the three employees reported to have experienced nausea and a headache that lasted a week. She reported that if the unit is off, she is fine. The employee did not seek medical attention or require treatment. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Inhalation. Capital equipment, evaluated at customer site. The fse found the sterrad nx unit down and turned off. The fse booted the system up, ran vacuum system test and was unable to reproduce oil mist, however did notice an odor coming from the vacuum pump. The fse also observed that the vacuum pump would choke on start up. The fse replaced the vacuum pump, verified the unit with autotest and an empty chamber. The unit meets all specs. Reference mdrs 2084725-2008-00657 and 2084725-2008-00658.